Event description:
The pt was taking an unk medication for an unspecified indication beginning on an unk date via humapen ergo teal clear device ms2829, lot a1524. In 2004, it was reported that the cartridge tabs were broken. The insulin was unable to be injected correctly because the dose of insulin was not coming out completely. The pt thought they could buy another cartridge and they did not keep the broken one. The device was brought in for verification of functioning. The operator of the device was the pt and they were a trained user. This humapen ergo complaint was associated with cid00251611. Upon initial analysis by the customer care call center in 2004, it was noted that the screw was broken. As the questionable cartridge was not returned, it was not possible to verify the pt's statement of broken tabs. In 2004, the device was received by affiliate quality control. The screw was noted to be broken. In 7/2004 the device was received by the MFR for further analysis (see suspect device results/conclusions section).